Manufacturer narrative:
The subject device was returned to sales company of olympus and sales company evaluated the device. Olympus as manufacturer received the result of the evaluation. The evaluation confirmed that the probe broke down at 17 mm from the distal end. There was no scratch on the probe at the broken position. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the user might have activated output while twisting the device when grasping tissue, then the probe received the unbearable load.

Event description:
The subject device was used during an uncertain procedure. Ultrasound output error occurred. There was no patient injury reported.